Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and transvenous implantable lead exhibited pacing inhibition due to oversensing, possibly due to crosstalk. This caused the patient's rate to drop into the 30's. In addition, the r-waves dropped from 9mv to 2.1 mv. A lead microdislodgement is suspected.